Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the locator, carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The internal components were found to have been fully deployed and the suture was found to have been cut. No damage or issue with the device was identified. Functional testing was performed by attempting to connect/disconnect the locator and hemostasis sheath. The components were able to be connected properly and no issue with component connection was identified. The complaint was unable to be confirmed for a connection or deployment issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 6fr angio-seal device could not be deployed. The device did not click to confirm proper assembly between the arteriotomy locator and the angio-seal device. There was no adverse patient affect reported.